Manufacturer narrative:
(B)(4). The complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
Note: this report pertains to the second of two microknife xl devices used during the same procedure. It was reported to boston scientific corporation that a microknife xl was unpacked for an echo endoscopy with sphincterotomy procedure performed on (B)(6) 2020. According to the complainant, during unpacking, it was noticed that the cutting wire was detached. A second microknife was unpacked; however, the cutting wire was also detached. The procedure was completed with another of the same device. There were no patient complications reported as a result of this event.